Event description:
During an in clinic follow-up, low pacing impedance, high pacing impedance and noise resulting in oversensing was observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition. Following the procedure, the physician identified insulation damage on the ra lead.

Manufacturer narrative:
The reported events of insulation damage, noise, oversensing, high pacing impedance, and low pacing impedance were confirmed. As received, a complete lead was returned in one piece. A visual and x-ray examination of the lead revealed an external insulation abrasion breaching the outer insulation and exposing the outer coil due to friction to the device can located proximal from the suture tie impression. Additionally, the inner coil was separated and appeared to be fractured at proximal region of the lead. Destructive analysis and scanning electron microscopy (sem) evaluation confirmed all filars of the inner coil were fractured due to fatigue fracture. The cause of the reported events was due to the exposure of the outer coil in the abrasion zone and the fractured inner coil.